Manufacturer narrative:
The reported reader jqga266-k1696 was returned for investigation. Visual inspection of the returned reader was performed and no issues were observed. Performed touchscreen test and touchscreen responded properly. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre reader was hard to press and does not respond with button press. Customer experienced symptoms of hypoglycemia described as dizziness and seizure, however no third party treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre reader was hard to press and does not respond with button press. Customer experienced symptoms of hypoglycemia described as dizziness and seizure, however no third party treatment was reported. There was no report of death or permanent injury associated with this event.